Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
A male patient presented for a microwave ablation procedure utilizing the solero microwave system. During the ablation procedure, the solero generator showed the message: high reflected energy, stopping the ablation. The power settings and saline bag were changed, however, the error message kept appearing. The applicator was changed and the error pursued. Two antennas were used. The treating physician determined to abort the procedure. This event meets the criteria of a reportable adverse event as the patient was sedated and the treatment was not completed. This is a patient safety risk as the patient was unnecessarily sedated. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation were two solero probes. Sample 1: no issue was noted during evaluation and testing. Device functioned as intended. Sample 2: no issue was noted during evaluation and testing. Device functioned as intended. The reported complaint description of high reflected power cannot be confirmed as the returned probes functioned as intended during evaluation and testing. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use (16600972-01), which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).